Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12969 and 2134265-2017-12968. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. During the procedure, it was reported that the ilab ultrasound imaging system froze frequently during pullback. The issue was resolved by correcting the contact or connection of the internal board of the acquisition processor of the ilab ultrasound imaging system. No patient complications were reported.